Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine device check. Upon investigation, it was determined that the device was post paced t wave oversensing on the ventricular channel. Programming changes were performed. Patient was stable.